Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer's comment that the programmer's software was unable to be updated. It was determined at analysis that the programmer exhibited autonomous movement of the cursor and/or autonomous activation of on-screen features. It was noted that the light emitting diode (led) control panel and the vvi emergency pacing button were not working. It was further noted that the stylus required an upgrade, the paper tray was nearly empty, and the cooling fan was noisy. Additionally, it was noted that the keyboard hinges were broken and the lower bullets assay were missing. Furthermore, an electromagnetic interference (emi) repair was performed and the x-y board was replaced to resolve the screen issues and the finger touch option was then working correctly. The software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's software was unable to update. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.